Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir before a button error alarm. She changed the battery and the insulin pump alarmed unexpected restart. The buttons on the insulin pump were unresponsive. Her blood glucose level was 176 mg/dl. She was unable to troubleshoot. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive escape button due to corroded keypad trace. Unable to verify a21 alarm and low reservoir alarm anomaly due to unresponsive button. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.